Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported on (B)(6) 2019, that this patient had a boston scientific (bsc) subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode implanted on (B)(6) 2019. The patient medical history was significant for arrhythmogenic right ventricular cardiomyopathy (arvc) requiring implant of a non-boston scientific implantable cardioverter defibrillator (ICD) device and implantable right ventricular (rv) defibrillation lead on (B)(6) 2009. On (B)(6) 2019, the non-boston scientific ICD and rv defibrillation lead were electively explanted as the patient required treatment for cancer that was localized beneath the device. Previous contralateral breast cancer prevented implant of a replacement transvenous ICD and lead system. The physician had discussed explant of the non-boston ICD device and rv defibrillation lead with no replacement system; however, the patient requested implant of an s-ICD system. The patient subsequently reported that immediately following the s-ICD device and electrode implant procedure, the patient experienced breathing difficulty, red sores/blisters, and localized pain in the chest and under arm area. According to the patient, the pain persisted beyond the s-ICD implant procedure. Boston scientific had not previously been made aware of these complaints, and as a result, the local bsc representative contacted the implanting physician to obtain additional information. The implanting physician reported that they were not aware of the patient reported symptoms, and it was confirmed that the reported symptoms were not documented in the patient medical records. The implanting physician verified that there were no product performance concerns regarding the referenced s-ICD system. The physician indicated that based on the description of the symptoms provided by the patient, the cause was most likely related to surgical adhesive, bandages, or medications; however, this could not be verified because the physician had not been previously made aware of the patient reported symptoms. The information provided to boston scientific by the physician is consistent with the opinion of boston scientific medical directors (clinical cardiac electrophysiologists). Their initial opinion, based on the available information, was that the described symptoms were most likely related to a reaction to a medication that may have been administered at the time of the surgery (e.g., antibiotic or anesthetic agent). The available information indicates that the s-ICD device and electrode remain implanted at this time.